Manufacturer narrative:
Device manufacture date, evaluation codes: additional information. Device evaluated by MFR?: corrected data. (B)(4). One (1) small mountaineer occipital plate was returned for evaluation. Visual examination revealed that the fracture is located at the plate¿s occipital bending zone. The occipital plate¿s broken tab was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the occipital plate tab breaking cannot be positively determined. However, one possible root cause may be that the plate underwent an unanticipated loading while bending and/or from over bending or bending back and forth resulting in fracture. Per the surgical technique guide indicates that plate contouring should only be performed in the designated bend zones and to no more than 15 degrees. Also, to maintain the integrity of the plate, the plate should not be reverse bent. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During procedure it was noted that the plate was broken. Changed the new one to complete. The broken piece didn't fall into patient. There was no adverse event or extended surgery.